Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was that the power pcb to system pcb assembly ribbon cable was not properly seated to the connector located on the power pcb. Physio reseated the cable which resolved the reported failure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio was unable to determine how the cable became unseated.